Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the speed knob on centrifugal control module turned too easily. The knob feels different from the roller pump speed knobs per the customer. The device was not changed out, as the unit still functions. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). The fsr removed defective/worn installed a apm seal nut onto speed knob/encoder of centrifugal control module. With the seal replaced the unit operated to MFR specs and was returned to clinical use. The suspect apm seal was returned to the MFR for further eval. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.